Event description:
Horizon clinical trial # 7013-013, same case as 60000089-2006-01097. It was reported that less than 24 hours after a coronary artery drug eluting stenting procedure the pt experienced a stent thrombosis (st). The lesion was treated in the index procedure was treated with two taxus express2 8.8% (3.50x20mm & 3.00x24mm) drug eluting stents in the lesion. The pt developed acute st less than 24 hours later. The physician treated the st with another pci. The pt was stable with no recurrent ischemia. The pt was discharged 5 days later on plavix and aspirin.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.